Event description:
It was reported to st. Jude medical that one-day post implant, sensing anomaly and high threshold was observed. X-ray did not show a clear dislodgement; however, the physician felt bumpiness on the lead, 20cm from the connector. As a result, the lead was explanted.